Event description:
On (B)(6) 2012, the reporter called animas alleging that the ok keypad button is intermittently unresponsive, requiring multiple key presses to evoke a response. The patient reportedly keeps the pump in a pocket and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the ok keypad button was intermittently unresponsive and required excessive force to activate a response. All of the other keypad buttons responded appropriately and spring back or click normally. There was evidence of keypad contamination found under the key contacts and no hypersensitive or inverted keys were observed.